Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient felt the leads in her neck floating around since (B)(6) 2016. The patient also felt pain when she walked or lied down, and her left leg wanted to give out since (B)(6) 2016. The patient had a hard time sleeping on the night of (B)(6) 2016 because of pain. The patient was to follow-up with a healthcare professional. It was noted that this was a gradual change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.